Manufacturer narrative:
(B)(4). Device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal/external inspection was performed with no abnormalities noted. The cycler remote toolbox software was used to pressurize the device pneumatic system and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. There was no non-conforming product identified and the investigation revealed that this device was no longer considered a suspect product for the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a myocardial infarction and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the myocardial infarction was not reported. The patient was hospitalized seven days prior to death for the myocardial infarction, and passed away in the hospital. Treatment for the myocardial infarction was not reported. On unreported date (more than two days prior to death) during the hospitalization, the patient was placed on continuous renal replacement therapy (crrt). It was not reported if peritoneal dialysis therapy was ongoing at the time of death. The cause of death was reported to be myocardial infarction. It was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.